Event description:
Received a letter from an attorney alleging the pt passed away due to injuries sustained while using or operating a jazzy wheelchair. No other details were given.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Cannot draw any conclusions at this time.